Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole, 6mm from the tip. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination revealed tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a 2.5x38 synergy drug-eluting stent was deployed, a 2.50mmx12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.